Event description:
The pump reportedly failed routine biomedical engineering delivery accuracy test procedures. With an expected delivery of 19-21 ml, the pump reportedly delivered only 15-16ml. There were no reports of any pt events while the device was in clinical use. This was noted during routine testing.